Manufacturer narrative:
Device not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
While trying to fixate a bsso, the heads of 3 self tapping screws detached. While drilling the final screw, the rainbow drill bit working in detached. Due to unsatisfactory occlusion, the screws were removed and 2.0/2.3 mandible screw were used instead.